Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left forearm vein. A 5.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilatation. However, on initial inflation at 12 atmospheres for 15 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.